Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead was failing to capture and had poor sensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition and discharged post-procedure.